Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent returned dislodged from the balloon. Extensive deformation was evident to the entire stent with struts stretched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was evident to the remainder of the device. Additional information: it was later indicated that stent dislodgement occurred when attempting to deliver the stent to the lesion. There was no intervention required to remove the dislodged stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis located in the distal left anterior descending (lad) artery. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.